Event description:
The complaint reported that the physician was removing the patient's eternal feeding device that had been previously placed. During this therapeutic procedure the inner bolster detached while being pulled from the fistula. The complainant reported that the physician was able to successfully remove thebolster from the fistula with their hands. The placement of a new replacement device was then achieved. The complaint indicated that there was no adverse effect on the patient as a result of the reported problem.